Manufacturer narrative:
Two (2) pictures were provided for evaluation; picture one shows the label of the product and picture two shows the reflux connector and the return. One (1) unit was received for evaluation. Based on the visual and physical inspection of the photo/sample the complaint was confirmed. The root cause was determined that the procedure was not correctly followed in the assembly components and verification after the assembly. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the connection part size is faulty. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.